Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: investigation revealed that there was a crack in the battery compartment from top to the case seal along left side to the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a crack in the battery compartment from top to the case seal along left side to the grip pad. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/24/2015.